Manufacturer narrative:
Product inquiry stated the lag screwdriver gamma3 to be the subject product. No further associated products were reported. A review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the lag screwdriver had been in use for a longer time (more than 6 years), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Evaluation revealed that one of the four pegs of the lag screwdriver received was completely broken off. The broken off piece was not returned. Marks respectively material displacement at the very tip of the pegs and the bend on the pegs itself indicate that the screwdriver had been operated under high force in ccw / untightening direction, whilst the pegs were not entirely engaged in the slots of the lag screw. Evaluation of any damage characteristics suggests that the item had not been used as intended. It cannot be excluded that the item had been damaged during former surgeries but the damage should then have been detected during inspection prior to surgery. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to a sub-optimal surgical procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported by sales rep of stryker (B)(4), that a spike of the crown of the screwdriver broke during adapting the shs.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by sales rep of stryker (B)(4), that a spike of the crown of the screwdriver broke during adapting the shs.